Event description:
It was reported there was an atrial lead warning. The lowest measured impedance is 180ohms. Patient was in atrial fibrillation so could not test for capture and p-waves. The lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.